Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed to be exiting the infusion set tubing. Customer reverted to manual injections. Reportedly, cartridge was changed, resolving the issue and customer resumed insulin delivery with the pump. No adverse impact to customer's blood glucose. Multiple follow-up attempts to perform troubleshooting were made by tandem technical support; however, the customer did not respond.